Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to verify battery power loss anomalies due to blank display. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn on after swimming with it. The customer's blood glucose level was 117 mg/dl. The customer reported that they were in the hospital ti swap the insulin pump. The insulin pump will be returned for analysis.